Manufacturer narrative:
Insulin pump passed selftest, active current measurement, and displacement test. Unit failed sleep current measurement due to unexpected battery power loss and j6 connector resistance issue. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that battery last only for 24 or 48 hours. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.